Event description:
It was reported that asymptomatic patient presented to or for device change out for normal eri. Externalized conductors were noted via fluoroscopy. No electrical anomalies were noted. The svc was programmed off andthe defib portion remains active. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.